Event description:
It was reported that the day after implant the right ventricular lead pace sense impedance was greater than 3000 ohms. It was noted that the patient alert triggered. The lead was reinserted securely into the device connector and the device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicated the presence of oversensing and interference/noise. There were multiple short ventricular-ventricular cycle sensed events of less than 220 ms observed on (B)(6) 2010 and high ventricular sensing integrity counts (sic) observed beginning (B)(6) 2010 at an average of 45.5 counts/day. High sic can indicate the presence of noise or intermittency in the system.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.